Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 6 years and 5 months post-implant of a 23 mm sapien 3 valve in the native aortic valve via transapical approach, the valve failed due to stenosis. The patient is having a workup for a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes. Medical records were received and reviewed. Based on the medical record review the echo revealed bioprosthetic valve calcification. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and there is no evidence of device malfunction contributing to the reported event. The complaint was confirmed from medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaint did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately 6 years and 5 months post-implant of a 23 mm sapien 3 valve in the native aortic valve via transapical approach, the valve failed due to stenosis ''. In addition, the patient had history of hyperlipidemia and diabetes mellitus. It is well known that patients with diabetes are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis as reported. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.